Event description:
It was reported that this lead was implanted with increase of lv threshold after closing the incision. This lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).